Event description:
The patient experienced overdose. Symptoms included somnolence, sleeping all day, weakness, and nausea. The patient wasn't able to drink water. The pump was last refilled in 2009. There was no volume discrepancy at the refill visit. The hcp tried using both lioresal and compounded baclofen in the pump. The pump was explanted. The hcp reported the event as a 'serious injury/illness-recovered without sequela.'